Manufacturer narrative:
The customer troubleshot the issue down to the testport cable and requested replacement. Several attempts have been made to ensure resolution; however, no other information has been obtained.

Event description:
Customer alleged bed exit would not alarm.